Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was not using room temperature insulin. Tandem technical support educated customer regarding the use of room temperature insulin. The customer declined to load a new cartridge and continued using the existing cartridge for insulin therapy.